Manufacturer narrative:
Reliability analysis inspected six opened and used sensors and performed a visual inspection and found bent electrodes, sensors failed per inspection. Analysis not required, due to customer not returning insertion needles.

Event description:
Customer reported having issues with six different sensors. Customer's blood glucose was 355 mg/dl, treated with the insulin pump. Customer reported that one the wire was bent. Another one bled and customer was unable to stop bleeding. The other four they only worked for three days. No further information reported.